Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for one week with peritonitis (characterized by not feeling well). There were no reported issues with any fresenius products in relation to the event. Reportedly, the patient was advised they missed a step prior to dialysis treatment. During follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2021 the patient was admitted with peritonitis. Per the nurse, the patient¿s pd culture yielded growth of staphylococcus aureus. It was reported the patient was treated with the antibiotic ceftazidime intra-peritoneal while hospitalized. Subsequently, on (B)(6) 2021, the patient was discharged home. The patient continued pd therapy on the same cycler without any issues. The patient was reported to be recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism (B)(6) epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination, as also reported by the patient¿s nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for one week with peritonitis (characterized by not feeling well). There were no reported issues with any fresenius products in relation to the event. Reportedly, the patient was advised they missed a step prior to dialysis treatment. During follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2021 the patient was admitted with peritonitis. Per the nurse, the patient¿s pd culture yielded growth of (B)(6). It was reported the patient was treated with the antibiotic ceftazidime intra-peritoneal while hospitalized. Subsequently, on (B)(6) 2021, the patient was discharged home. The patient continued pd therapy on the same cycler without any issues. The patient was reported to be recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.